Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion was in the severely tortuous and moderately calcified forearm shunt. A 6.00mm/ 2.0cm / 50cm peripheral cutting balloon was selected for use. During procedure, at initial inflation, it was noted that the balloon ruptured at about 2-3atm. The procedure was completed with another of the same device. There were no patient complications reported.